Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) worked with the customer remotely. The customer initially requested support at 8 am but later contacted the fse to cancel the service call, as the customer was able to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 d1 popped up and failed. Customer troubleshooted with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.